Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump was no longer working. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/05/2016 with the following findings: the pump was booted to the verify screen with audible and vibratory features appropriately functioning. The pump was exercised for 24 hours with no errors, alarms or warnings duplicated. A review of the alarm history revealed typical usage alarms. The pump was functioning as intended. The reported complaint was not duplicated during investigation. Unrelated to the complaint, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.